Manufacturer narrative:
The correct serial number associated with this case is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( issue with storage or quality of insulin).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of greater than 600mg/dl with symptoms of dehydration, polyuria, and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the pump and all settings were correct. The reporter stated that the patient had change in physical activity level without adjustment to insulin regimen and there was a hydration level issue. The reporter stated there was an issue with storage or quality of insulin. This report is being made due to the hypoglycemic event the patient experienced that resulted from an issue with storage or quality of insulin.